Event description:
It was reported to gore that the patient underwent surgical treatment for a p3 femoro-popliteal bypass with a gore® propaten® vascular graft. It was stated that the vascular graft was implanted on (B)(6), 2025, and on (B)(6) 2025, bleeding was discovered. To solve the issue another gore® propaten® vascular graft was implanted onto the already implanted one, as this one appeared to be cracked. One day later all the prostheses were revised and replaced with a new gore® propaten® vascular graft. The explanted prostheses appeared to show a special structure, which is extremely thin-walled and not resistant.

Manufacturer narrative:
H3 other: the device was received, but investigation has not started yet. An engineering- and explant investigation will be conducted. Product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further information was requested from the hospital, like surgery protocol and angiographic images, but nothing was provided yet. Further investigation is being conducted and will be included in the final report. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent surgical treatment for a femoral-crural bypass with a gore® propaten® vascular graft. It was stated that a 5 mm gore® propaten® thin wall removable ring vascular graft was implanted on (B)(6) 2025, femorocrural with end-to-end anastomosis in the mid-thigh area to a linton patch in the fibular artery area. It was stated that on (B)(6) 2025, the patient is found at night in hemorrhagic shock with a tear in the proximal bypass anastomosis. Emergency circulatory stabilization and immediate revision surgery must be performed. Use of the interposition graft (6 mm gore® propaten® thin wall) at the level of the thigh to reconstruct the torn bypass material. During the operation, it is noticed that it is not the anastomosis itself that has torn, but the ptfe material of the initially implanted 5 mm ptfe bypass from (B)(6) 2025. "The ptfe bypass is torn from the area of the proximal anastomosis with a tear in the 5 mm ptfe prosthesis approx. 2 cm further distally towards the former puncture site for angiography. Due to the adjacent tourniquet, the bypass is thrombosed and there is currently no active bleeding. First, thrombectomy of the bypass proximally and distally using red and green fogarty catheters. A pulsatile jet inflow and good reflux from both bypass segments can be restored immediately. The thrombi are mostly fresh. Systemic administration of 5000 units of heparin by the anesthesia team and clamping of the bypass. The previous anastomosis and the distally torn portion of the bypass are resected and replaced with a 6 mm gore® propaten® thin wall graft (total graft length approx. 5 cm). First, the proximal anastomosis is sutured with 5-0 monofilament suture material using a continuous suture technique. Then flush again. There is still a pulsatile spray of blood from the pelvic area. A very strong pulse can still be felt in the groin. The backflow is then checked again. This also continues. The leg is stretched to measure the correct length of the graft. The distal anastomosis is also sutured with 5-0 monofilament suture material using a continuous suture technique. After completing the suture, repeat the fogarty maneuver centrally and distally. No further thrombotic material can be retrieved and there is still a pulsatile spray of blood from the pelvic region and good return flow from the bypass. Irrigation with heparin and saline. Completion of the suture. A strong pulse can be felt both proximally and distally to the interponate. Reportedly on (B)(6) 2025, another bypass tear (again of the material initially implanted on (B)(6) 2025), this time in the area of both anastomoses occurred. This was first confirmed by angiography and then clinically during bypass explantation. The bypass had again been torn out in the area of both anastomoses. The bypass was then completely explanted and replaced with a 5 mm gore® propaten® vascular graft. To rule out other causes, material from the bypass and blood cultures were sent for microbiological analysis. This did not reveal any evidence of bacteria.

Manufacturer narrative:
B5 describe event or problem was updated. Explant and engineering evaluation summary of findings: the graft fragments were returned to w. L. Gore & associates for investigation. Submitted in formalin were four (4) gore® propaten® vascular graft endoprosthesis fragments (vgf-1 ¿ vgf-4) and one free floating tissue fragment (tf). The device fragments had been transected prior to arrival. The abluminal surfaces of the fragments were generally devoid of tissue except for a few foci of brown staining and vgf-2 which had a region covered by loosely adherent pale tan friable tissue. The lumens of all fragments were patent. Vgf-1 and vgf-4 both contained remnants of blue monofilament suture as well as suture holes consistent with anastomotic ends. The anastomotic end of vgf-1 was spatulated, presented with a scalloped edge with multiple suture holes, and at the heel contained a slit through the graft material which extended to the end of the graft. The anastomotic end of vgf-4 had irregular edges with slits through the graft material, extending to the graft end. Additionally, it presented in a folded manner with puckering / bunching of the graft material at the heel of the anastomosis near the remaining running sutures. Histopathologic analysis was not performed, due to the paucity of adherent tissue to the device fragments, ability to grossly identify the tissue fragment (tf), and nature of the complaint. The device fragments were subjected to an enzymatic digestion process to remove biologic debris. Following digestion all device fragments were examined for material disruptions with the aid of a stereomicroscope and a scanning electron microscope (sem). Based on the observations from the gross and post-digest evaluations there are signs of puckering/ bunching, suture hole elongation, suture pull through, radial film disruptions, and graft tear at the toe of the proximal anastomosis (as reported). It is difficult to parse out the timing of these findings. The observed findings associated with the device fragments are consistent with a device being placed under tension, again, the timing and cause of tension is unclear. The graft does not appear to have been returned in its entirety based on the inability to align all the returned graft fragments as well as the lack of the toe of the proximal anastomosis. The findings (i.e., suture pull through/ hole elongation and roughened material edge) at the toe of the proximal anastomosis are in line with graft tear and are consistent with an acute tension event. The timing of the acute tension event cannot be determined based on the device fragments provided. There is no evidence to suggest that the disruptions identified were associated with manufacturing processes or handling during investigation at w. L. Gore & associates. The remaining material disruptions identified, consisting of transections and surgical instrumentation marks, are consistent with manual manipulation during a surgical procedure. Mean wall thickness measurements were taken via stereoscopic software throughout the fragments, including at the proximal anastomosis at a location without evidence of manual manipulation, and the measurements align with the manufacturing specifications. As device serial number was provided, the device history record could be reviewed, and it was found that the manufacturing lot exceeded the specification for the transverse and longitudinal suture pull out limit. The device fragments and findings identified are not consistent with the schematic representation provided in the complaint but is consistent with the summary and photo documentation provided. The reported failure mode of non-anastomotic bleeding is not consistent with the case however the graft disruption was confirmed.